Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The elecsys total psa lot number is 82704401, and the expiration date is 28-feb-2026. A field service engineer (fse) flushed the tubing and a drain, replaced seals and pinch tubing, and cleaned and lubricated linear guides. For verification, the fse performed air purges, reagent primes, and qc, which passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys total psa result from the cobas e 801 analytical unit for one patient. The initial result was 0.105 ng/ml. The repeat results from another analyzer were: 2.51 ng/ml, 2.81 ng/ml, 3.22 ng/ml, 4.05 ng/ml, and 4.03 ng/ml. The repeat result of 4.05 ng/ml was deemed to be correct. The initial result was questioned, and repeat testing was requested.